Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure and patient outcome could not be conclusively determined through this evaluation. The pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), is currently available. Right heart failure and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Although pulmonary lung disease was reported, respiratory failure is also listed as an adverse event that may be associated with the use of heartmate 3 lvas. Additionally, section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was listed for heart/lung transplant, lung function continued to decline, and no organs became available, the family decided to withdraw care. The lvad functioned within normal parameters.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to pulmonary lung disease and right heart failure.